Event description:
It was reported that the zimmer electric dermatome had stopped during use. No additional clinical info was received prior to this report. A follow up medwatch will be submitted if additional clinical info is received.

Manufacturer narrative:
Beginning 05/31/2012, (B)(6) customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer electric dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to scheduled maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 10/01/1998 and was last repaired on (B)(4) 2011 for the same issue. Evaluation of the device observed that the device operated within motor speed specification and no anomalous behavior was observed during operation. It was also observed that the master blade was not flush with the control bar and the head and neck of the device were damaged. Prior to repair, the device was outside calibration at the zero thickness setting on the left and right sides. The device also failed side to side calibration at the zero thickness setting and by 0.0001" at the 0.0200" thickness setting. In post-repair, corrosion of the exterior motor causing was observed and the motor operated within motor voltage specification. The customer's reported event could not be reproduced; however, lack of preventative maintenance and improper handling related to cleaning or sterilization likely caused corrosion to the interior of the unit over time, which could cause the motor to fail. The cause of the corrosion was likely due to the entry of moisture within the handpiece. The device was serviced and returned to the customer.